Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line' was confirmed through the event history log but not reproduced during evaluation. Evaluation determined the cause was determined to be the ultrasonic sensor being out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.